Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the or nurse with patient on the table, the staples were not holding. No further information is known at this time, additional information has been requested.